Manufacturer narrative:
The reagent lot number and expiration date were not provided. The field service representative found issues related to the sample probe and a blocked nozzle from the cuvette washing station. He also found a crystallized solution on the cuvettes. He replaced the probe, cleared the blockage, and performed adjustments. Qc was acceptable after service was performed. The investigation did not identify a specific cause of the event. However, after service, no issues were reported by the customer.

Event description:
There was an allegation of questionable hba1c results for 1 patient sample on a cobas c 513 analyzer. The initial result was 149 mmol/l. The repeated result was 70 mmol/l. This result was believed to be correct.